Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a full supply change using a 23 in 6 mm contact detach infusion set, the user experienced several occlusion alarms, followed by an additional occlusion alarm after a site change, and then recurring alert 38 motor stall events on the ilet; attempted tubing fill resulted in ¿unable to proceed,¿ a dry run to 120 units was successful, and a subsequent full supply change restored insulin delivery with current blood glucose 197 mg/dl and a reported peak of 207 mg/dl over approximately 8 hours outside target. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with motor stall and occlusion behavior, with functional verification of the ilet chamber during a dry run and successful operation after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.